Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose 421 mg/dl. Customer did not troubleshoot their high blood glucose reading. No treatments or symptoms were mentioned in relation to their high blood glucose. Customer also reported physical damage inside reservoir housing. Insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Insulin pump received with cracked reservoir tube lip noted. (B)(4).